Event description:
S/p cardiac procedure angio seal device used to close vessel. Pt stood with bed rest over and small amount of blood noted oozing from site. Pt put on 2 more hours of bedrest with pressure applied x 10 minutes. No further complications noted.